Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was displaying inaccurately high results when compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013 at 12pm, the reporter stated the patient obtained readings of '140, 85mg/dl' on the lfs meter, compared to '129 and 56mg/dl' on another meter. The reporter was unsure how much time had passed in between each reading. The reporter was unsure of what diabetes medications the patient takes to manage his diabetes. On (B)(6) 2013 the patient had something more to eat or drink than usual. Immediately after the issue occurred, the reporter stated the patient developed symptoms of 'shaking and about to pass out.' The reporter stated on (B)(6) 2013 at an unknown time the patient had something to eat or drink. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement, and the patient was using an approved sample site for testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient developed symptoms suggestive of hypoglycemia after the alleged issue occurred.